Manufacturer narrative:
Device evaluated: analysis of the pump found no anomalies. Analysis of the catheter found explant damage; the catheter body was torn or broken or melted at or after explant and did not affect infusion.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal gablofen 2000 mcg/ml (dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and spinal cord injury. On 2951250-2015-01207 2015, the patient became symptomatic and there was no improvement in the patient's therapy. The patient had symptom return and withdrawal symptoms. A dye study was done (date and results not provided) and the dose was increased. It was unknown if the issue was resolved at the time of this report. The patient's status was unable to be obtained. The pump and catheter were replaced on (B)(6) 2015 and would be returned to the manufacturer. On 10/14/2015, additional information was received from a company representative who indicated that the patient had spine surgery in which the physician cut the catheter and didn't replace it {refer to manufacturer report # 3004209178-2015-18586 regarding spinal fusion and catheter not tied off}. The next day, the neurosurgeon replaced the catheter and the 20 cc pump which within a week the catheter clogged up and a new catheter was replaced along with a bigger 40 cc pump (B)(6) 2015). The patient did well with the revision and new system. The explanted system was returned to the manufacturer.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.